Manufacturer narrative:
The event was estimated to have occurred between (B)(6) 2022 and (B)(6) 2022.

Event description:
Related manufacturer report number 2017865-2022-22416. It was reported that during a follow up in clinic, loss of capture resulting in the patient experiencing dizziness, low pacing impedance, and noise resulting in oversensing was noted on the right ventricular (rv) lead and noise resulting in oversensing was noted on the right atrial (ra) lead. Insulation abrasion was visually observed on the rv lead and the ra lead. The physician suspected the insulation abrasion was due to the active lifestyle of the patient. The rv lead and the ra lead were extracted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.